Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample. The initial result was 441.7 miu/ml. The sample was repeated on (B)(6) 2017 and the result was 2710 miu/ml. The erroneous result was not reported outside the laboratory. There was no allegation of an adverse event. The reagent lot number was 179852. The expiration date was requested but was not provided. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The customer did not use the recommended sample tube rack adapters which keep the sample tubes from tilting and causing possible pipetting errors. This was found to be the most likely cause of the event. General possible causes include bubbles or foam on the reagent surface or on the system reagent surface, issues with sample quality, or insufficient analyzer maintenance. A general reagent issue could be excluded as the provided calibration and qc data was all within the acceptable ranges.